Event description:
It was reported that the video system center color bars on the display. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance center (tac) via phone and reported an event. A biomedical engineer indicated an image issue with the provation system. Upon inspection, the engineer verified the cabling and observed color bars on the display when no scope was connected. After advising the customer to connect the scope, the image was successfully displayed on both the video system center and the provation display monitor. The customer confirmed that image capture was functioning properly without any issues. The case number was provided during the call. Based on the successful resolution, the case can now be closed. The device will not be returned to olympus for further evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A definitive root cause of the reported issue could not be determined since the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.